Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: unable to duplicate the reported complaint. The tdd histories prior to the event date were reviewed and correctly reflect the users programmed rates when adding delivered basals and delivered boluses. No associated alarms noted in the alarm history; only typical usage observed. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification. No alarms occurred during testing. Unrelated to complaint, the black box shows a time and date reset to the default setting after power on resets after 20 minutes. Removal of the pump cover and a visible inspection of the internal battery confirmed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) for the past week or so, up to 440mg/dl with increased thirst and frequent urination. The patient has reportedly been correcting bgs with the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. There was no pump defect found upon troubleshooting. The reporter was advised to contact the patient¿s healthcare provider to discuss possible settings adjustments for the reported bg excursions. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.